Manufacturer narrative:
Concomitant medical products: product ID 8731sc, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient was experiencing fever, flu-like symptoms, headache and stiffness of the neck. They were admitted to the hospital on (B)(6) 2012 due to this diagnosis. Antibiotic treatment as an intervention was performed. On (B)(6) 2012, the entire system was removed because "liquor was still (B)(6) on bacterial growth". The patient recovered fully from this event. On (B)(6) 2013, the new system was implanted.

Event description:
It was reported that sometime in the past the patient had a case of meningitis which required the removal of the intrathecal baclfoen (itb) system. It was unknown what type of baclofen the device system delivered at the time of the event. One year after the explant of that system the patient was reimplanted with an itb-system and compounded baclofen was used with the new system. Additional information was request to clarify the event details, symptoms, resolution, and status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8781, lot# unknown, product type catheter. (B)(4).